Event description:
Event description: it was reported that an adverse event occurred. After mapping with the octaray catheter, the physician utilized the boston scientific pfa ablation system. Upon ablation, the patient went asystole. The patient's rhythm came back without medical intervention. The procedure was continued. The patient was in stable condition. Boston scientific pfa system in use. Xml file is loaded onto the system. Farapulse catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).